Event description:
It was reported that during the implant procedure, the lead was repositioned and at this time the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. Lead was received with the helix fully retracted and distal conductor distorted within the connector. The helix will not extend due to distal conductor distortion with the connector.